Event description:
It was reported that the bd nexiva¿ closed IV catheter system's tubing was found cut during use. The following information was provided by the initial reporter, translated from japanese to english: "the tubing was cut. Hcp suspects the patient pulled the tubing.".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the returned sample and photographs provided. Bd received one 24ga nexiva catheter-adapter extension set with no packaging material. The needle assembly was not returned for evaluation. Through the visual/microscopic evaluation the extension set was received in two portions. The extension tubing was detached from the port of the winged adapter. Traces of tubing were observed within the port of the winged adapter which displayed signs of ¿stress¿ and rough edges. The reported issue was confirmed. Although your reported issue was confirmed, bd could not determine a root cause. The jagged edges on the tubing indicate that the tubing was torn or pulled away from the adapter possibly through manipulation. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system's tubing was found cut during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the tubing was cut. Hcp suspects the patient pulled the tubing."